Event description:
The manufacturer was notified on (B)(6) 2015 that a mitroflow valve (12a, size21) was explanted after approximately 5.0 years due to steno-insufficiency.

Manufacturer narrative:
Result = the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group (B)(4). Histopathological evaluation is being conducted. Evaluation is still on-going.

Manufacturer narrative:
We are re-submitting this follow up report created earlier in june 2015 as we could not find the trace of submission in the webtrader.

Event description:
The manufacturer was notified on 04 mar 2015 that a mitroflow valve (12a, size21) was explanted after approximately 5.0 years due to steno-insufficiency.